Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. Length of hospitalization was less than 24 hours. No further information available.